Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports on the external pulse generator (epg) are broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment output connector assembly is broken. Upper case is broken. Encoder assembly and one knob are contaminated. Battery wire is pinched, wire insulation not compromised. Lcd display is out of specification electrical. Red display wire is pinched under encoder. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.